Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received an end of service message. Troubleshooting was unable to provide resolution. The patient is not interested in moving forward with surgical intervention to address the issue.